Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 4. Reference MFR report: 1627487-2019-04148, reference MFR report 1627487-2019-04150, reference MFR report: 1627487-2019-04151. It was reported that patient¿s leads had fractured at anchor site. In turn, patient underwent surgical intervention on (B)(6) 2019, wherein the leads and the ipg were explanted and replaced. Effective therapy was restored post operatively.

Event description:
Device 2 of 4. Reference MFR report: 1627487-2019-04148. Reference MFR report 1627487-2019-04150. Reference MFR report: 1627487-2019-04151.